Event description:
On (B)(6) 2025, a patient was prepped for a dialysis catheter placement procedure using the equistream hemodialysis catheter. During the preparation the procedure, the introducer needle allegedly leaked. Additionally, there was damage noted where the introducer needle hub attaches to the needle. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.